Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs report revealed fifty-three (53) low flow alarms logged since on (B)(6) 2024 as well as an increase in power consumption leading to parameters above the normal operating range. Log file analysis revealed three (3) controller fault alarms on (B)(6) 2024 at 12:07:05, 17:27:35, and 19:07:14 as well as multiple event exceptions logged on (B)(6) 2024 indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis also revealed a controller power up with an associated motor start event logged on 28/sep/2024 at 12:21:28, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 81% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 98% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for twenty (20) seconds. Additionally, log file analysis revealed two (2) controller power up events without associated motor start events logged on 01/oct/2024 at 14:27:26 and at 14:28:00 with two (2) vad disconnect alarms logged on 30/sep/2024 at 14:21:30 and on 1/oct/2024 at 14:27:35, indicating that the controller was powered up without the driveline connected likely due to the reported controller exchange. As a result, the reported events were confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation and the available information, multiple factors may have contributed to the observed high power event including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. The most likely root cause of the vad disconnect alarms can be attributed to the controller being powered on without the driveline connected due to the reported controller exchange. CAPA: pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 31-aug-2018 / serial # :(B)(6) d6a: implanted date: (B)(6) 2016 d9: no h3: no h4: mfg date: 31-aug-2016 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power and multiple controller fault alarms indicating depletion of the internal battery. Upon review of log files data, it was found that the ventricular assist device (vad) exhibited multiple low flow alarms and vad disconnect alarms. The controller fault alarm was permanently silenced by the site. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient accidentally disconnected both power sources.